Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the inflation lumen. There were multiple hypotube kinks. Magnified inspection revealed a 7mm longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end of left anterior descending artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 8 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.